Event description:
It was reported that this lead was explanted approx. 48 months after the implantation due to oversensing with artefacts. The behaviour could be reproduced during the follow-up through provocative maneuvers.

Manufacturer narrative:
(B)(6) 2017 - corrected the implant date and received device evaluation.the returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection detected that the insulation of the lead body was massively damaged by squashing about 35 cm to 37 cm distal of the is-1 connector pin. In addition, damage to the coating of the rope conductors to the ring electrode and to the shock electrode could be seen at the same site. These damages are with high probability the cause for the clinical complaints. The observed damage manifestation, which confirms the clinical complaint, requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) leads to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. The analysis did not show any other deviations that could be related to the clinical complaint. The measurement values of the electrical analysis were within technical specifications. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.